Event description:
Client says that suddenly and without warning the chair accelerated forward and struck the lip of his ramp lift gate. He says it tipped over and landed on him causing severe bruising and swelling to both of his feet.

Manufacturer narrative:
An aftermarket head array was used on this chair which may have contributed to this incident. The investigation is still open concerning this case.